Event description:
Pt reports her pump sn (B)(4), the screen is starting to go out (still readable) and would like it replaced. No further info provided. Device malfunction. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: veletri 30.5 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.